Manufacturer narrative:
The signs and symptoms of the transfusion reaction that was described coincide with many of those known to be associated with anaphylactoid or immediate generalized reaction. Immediate generalized reactions have been associated with pt sensitivity to the plasma constituents which accompany the platelets during infusion, in such platelt preparations as contain plasma. It has been reported by buck, et al that washing of platelets would prevent some allergic, but not febrile, reactions. A review of the lot mfg history or field history was not possible as the device was neither retained nor its lot number recorded. The decrease in blood pressure was not quantified. Heddle, et al have reported that up to 3.6% of recipients of pt have hypotensive episodes of 30mmhg systolic/10mmhg diastolic or more. The reaction was reversed by administration of steroids. It is concluded that the episode reported was most likely related to medications employed and/or the nature of the blood products being transfused to this pt, or to unidentified predisposing factoris in the pts in conjunction with any of the preceding.

Event description:
It was reported that a 74 yr old male pt was at the end of a transfusion of pc 10 through the device. About 30 minutes after the start of the transfusion, symptoms such as indistinct consciousness, cessation of breathing and extreme hypotension occurred. The transfusion was stopped and hydrocortisone was administered and pt recovered.